Event description:
It was reported that during a surgery to implant an artificial cervical disc at c6-c7, the superior component would not hold to the inserter. Reportedly, about an hour and twenty minutes were spent trying to get the inserter to work properly with the implant but it would not connect. Finally, a second implant was opened and connected to the inserter with no problems. There were no patient complications.

Manufacturer narrative:
(B)(4). Functional evaluation of the returned implant and implant holder was able to replicate complaint condition. The superior component would not retain on implant holder or additional sample holder. Dimensional evaluation of holder interfacing countersunk diameters confirms both the superior and inferior implant components engage and retain the applicable gage pin. Holder interface diameters were found to be within print specification. Dimensional evaluation of the implant holder did not identify any out of specification condition. Functional evaluation of the implant holder with sample implant did not find any issues with loading or retention of the sample implant. Unable to determine cause of the reported event.